Event description:
It was reported that the patient was informed by her healthcare provider on the day of the report that she needed another battery already and it seemed "kind of early" to her. It was later reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v648226, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).